Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell one. The caregiver (cg) indicated that the alarm happened earlier that night. The hp had already been disconnected and was using manual supplies. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm and assisted the cg with opening the door and removing the cassette. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.